Event description:
As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day timeframe. We are filling these late reports as directed by the (B) (6) staff. The pt had 3 within-range refills, prior to the 12 month study visit. At the 12 month refill visit, the pump was relatively full; there was 29 mls removed, the expected volume was not provided. The volume discrepancy was noted to be 29.5%. The pt reported heat intolerance and a decreased sex drive as a result of side effects from the dilaudid in the pump; there were no symptoms reported in relation to the volume discrepancy. There were no within-range refills following the 12 months refill visit, because the pt existed from the study due to normal completion of the protocol. The device system was used to delivery morphine and dilaudid.

Manufacturer narrative:
(B) (4).